Event description:
The biomedical engineer reported that the telemetry transmitter dropped off of the central nurse's station (cns) that was monitoring it. They had to locate the bed tile and readmit the device to monitor it. Qa contacted the customer to inquire if there was an error message prior to the transmitter dropping off of the cns, but the customer has been unresponsive. No patient harm was reported.

Manufacturer narrative:
Qa contacted the customer to inquire if there was an error message prior to the transmitter dropping off of the cns, but the customer has been unresponsive. No patient harm was reported. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter: model: zm-521pa, sn: (B)(4).